Manufacturer narrative:
H3: the patient interface is contaminated inside, it can affect the pcb. The cable is discolored. One fuse housing is worn and dented at the outside. One clamp is worn and the other clamp is missing. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g02005 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that halfway through the surgery, after stimulation with the probe, there was no response (negative or positive). The error persists even after changing the probe. It could be the command fuses. The procedure was completed with reported product. The procedure was completed without monitorization. The user does not confirms there was something causing a lack of response (i.e. Anesthesia, muscle relaxant on board, or too much fluid in the field. There was no patient impact in this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.